Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0004112658. Medical device expiration date: na. Device manufacture date: 2020-05-15. Medical device lot #: 0004112659. Medical device expiration date: na. Device manufacture date: 2020-05-15. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the non-vented male ll cap had a flash at the tip of the inner post. This occurred 1 time each in lots 0004112658 and 0004112659. The following information was provided by the initial reporter: "flash at tip of inner post (0.003" )."

Event description:
It was reported that the non-vented male ll cap had a flash at the tip of the inner post. This occurred 1 time each in lots 0004112658 and 0004112659. The following information was provided by the initial reporter: "flash at tip of inner post (0.003" )."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-04. H6: investigation summary 7 samples of the 1008-162-081 model were received on vernon hills for investigation on february 04, 2020. The samples were inspected and the extra flash on sets were very evident confirming the reported failure mode. Since the reported model is supplier related, a manufacturing information was requested, the supplier conducted a DHR review and no issues were found during the manufacturing of the reported lot regarding to the reported failure mode, the model 1008-162-081 was manufactured according with supplier internal procedure, since the mold was transferred and no issues were found during manufacturing, therefore, the root cause could not be determined.